Event description:
Boston scientific received information that this implantable cardioverter defibrillator had reached the elective replacement indicator (eri) on (B)(6) 2011 and then end of life (eol) on (B)(6) 2011. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.